Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient¿s symptoms began approximately one year prior to the date of this report. This report is for two unknown prodisc-c implants. Part and lot numbers were not provided by reporter therefore, UDI# is unavailable. Date of implant is unknown and was reported as approximately one year prior to the date of this report. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The subject devices are still implanted in the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received two unknown prodisc-c artificial discs in her neck approximately one year ago and developed a rash on her neck at the location of the incision/implants approximately one week later that has persisted since then. She noted that she has several allergies to latex, epoxies, and other materials and she wanted to know the implant materials to see if she may be allergic to them. She said she has been seeing an allergist and has tried several things to treat the rash without success. This report is for two unknown prodisc-c implants. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on september 9, 2015. Patient in (B)(6) was implanted with two prodisc-c implants at levels c6 and c7 on (B)(6) 2014. The patient also has an allergy to nickel.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional event and patient information were received on oct 21, 2015. (B)(4). Device history record reviews were performed for the subject device lot for both manufacturing and sterility. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received by the implant surgeon on (B)(6) 2015. It was reported that the he patient received a two-level anterior cervical discectomy, left foraminotomy and total disc replacement at c5-c6 and c6-c7. The patient had a localized rash due to a skin infection not related to any allergy.